Event description:
It was reported the pt experienced pain at the device site for the past 6 months. She stated that it hurts really badly, that she can not get comfortable and does not feel well. The pt indicated that over the past 3.5 months she also felt, "it's shocking me," device sticks out when I sit down, and my back hurts...feels like a bruise". Pt had the stimulation off but, felt it more when she lies down and a standing position seemed to hurt a little less. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)